Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 25, the implant had not yet obtained oseointegration. Clinician reports bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 25, the implant had not yet obtained osseointegration. Clinician reports bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).